Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system. At 8:07pm the customer received a result of 38 mg/dl, at 8:08pm a result of 149 mg/dl, and at 8:09pm a result of 35 mg/dl. The patient was experiencing hypoglycemic symptoms. Return of the suspect device was requested for evaluation.